Event description:
The facility's purchasing department reported that this pump had been dropped by a nurse and was sent to the facility's biomedical engineer. The biomed returned the pump for repair with the report of failure code 812:04. This pump was not in use on a patient when this failure occurred, and there was no report of patient injury or medical intervention resulting from this failure.